Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The low blood glucose event value 45 mg/dl. The event was treated with glucose tablets. The event involved products unomedical,mmt-332a,mmt-7040a,mmt-1884. Troubleshooting was performed. Customer was using the insulin pump system within 48hrs of reported event. Customer was using the auto mode/smartguard feature and alleged that the pump was over delivering insulin. The customer was hospitalized for the event and reported no control over the situation, including incontinence. The customer was instructed to discontinue pump use, revert to backup therapy per healthcare provider instructions, and place the pump in storage mode. No further patient complications were reported. Unomedical,,mmt-7040a were not expected to return. Mmt-1884 and mmt-332a product return was required.